Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call the insulin pump had an absence of alarm, insulin flow block and blank display. The customer¿s blood glucose level was 516 mg/dl at the time of the incident. The customer treated the high blood glucose by changing the infusion set bent cannula and giving a bolus from the insulin pump. The customer¿s mother reported frequent low batteries and insulin flow blocked alarms while doing boluses and basals. The customer¿s mother states during normal use the customer¿s insulin pump went dead with a blank screen. The customer was not available to properly troubleshoot the issue. The insulin pump or infusion set will not be returned for analysis.